Manufacturer narrative:
Samples from the same lot were tested for pyrogens, acute systemic toxicity, intracutaneous toxicity, and hemolysis; all results were normal. The routine mfg quality assurance records were reviewed for sterility and pyrogens; all results were normal. No cause for this incident could be identified.

Event description:
Dialyzer first use and preprocessed with reprocessor solution. First time pt used dialyzer with cellulose fibers. 10-15 mins into dialysis, pt experienced chest tightness, shortness of breath, anxiety, and back pain. Dialysis stopped and blood not returned. Ebl approx 325 ml. Pt is okay.